Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) /2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 22/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional hernia surgery and was implanted with a strattice device lot# sp100047-067, ref # (B)(4) on (B)(6)2014. On (B)(6)2014, patient underwent a revision strattice mesh with enterolysis of adhesions, release of small bowel obstruction, explant of mesh tacks, removal of granulated sutures, and inguinal nerve block. On (B)(6)2018, explant strattice mesh with extensive enterolysis of adhesions and explant residual mesh tacks; implant additional mesh for recurrent incarcerated incisional hernia repair with bilateral myofascial advancement. As per the ppf form, the patient claims: multiple interventional revision and removal surgeries, pain, bowel obstruction, inflammation, adhesions, including bowel to mesh and requiring enterolysis, mesh explant, hernia recurrence, additional mesh implant, explant mesh tacks, abdominal washout, suture injuries, inguinal nerve block, bilateral myofascial flap advancement, incarceration, blood clot, bowel ileus. The form lists the condition that was treated: pain, adhesions, including bowel to mesh and requiring enterolysis, bowel obstruction, hernia recurrence, explant mesh tacks, abdominal washout, suture injuries, inguinal nerve block approximately (B)(6) 2014. Pain, adhesions, including bowel to mesh and requiring enterolysis, mesh explant, hernia recurrence, additional mesh implant, bilateral myofascial flap advancement, incarceration, blood clot, bowel ileus approximately (B)(6) 2018. The ppf form also indicates that the patient was implanted with a non-abbvie device: bard ventralex on (B)(6) 2003; bard softmesh on (B)(6) 2018; bard 3d max on (B)(6) 2018. The form indicates that the device was removed bard ventralex mesh on (B)(6) 2014 for migration. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100047 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.